Event description:
Consultant reported that surgeon complained that 4.0mm cannulated screw short thread/44mm threads peeled during insertion into right ankle. Screw and threads were retrieved without incident to patient.